Event description:
It has been reported to philips that the arc of the azurion 3 m15 was not locking and it did not move. The system was in clinical use at the time of the event. No harm has been reported to philips. A philips service engineer inspected the log file remotely. It was identified that geometry power source was faulty. The geo io box and heb module have been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the device was not locking and it did not move. After reviewed the lo file the fse confirmed geometry power source was faulty, causing the arc of the device to not lock and not move. The fse replaced the geometry power source. After replacement the power source, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected,